Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patients left knee was revised due to loose component. All components were removed and replaced with triathlon ts. Update: as per sales representative, the component was loose due to loss of fixation of the tibial component.